Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 400 mg/dl as well as low blood glucose level of 39 mg/dl. Customer¿s current blood level was 86 mg/dl. Customer's blood glucose was 64 mg/dl at the time of call. Customer stated that the insulin was leaking from reservoir into pump. Drive support cap was normal. Customer was treated with manual injection for high blood glucose level. Customer was treated with food for low blood glucose level. Customer was alleging insulin pump for over delivery because the insulin was leaked from reservoir into insulin pump customer stated that the there was no leak and air bubble. Insulin pump will be returned for analysis.